Event description:
The vessel was predilated with a 7mm balloon. Antegrad punction. The delivery catheter broke behind the proximal olive. Inserting a guidewire was difficult. There was resistance inside the lumen. The device deployed correctly despite the incident.

Event description:
The vessel was predilated with a 7mm balloon. The delivery catheter broke behind the "proximal olive." Inserting a guidewire was difficult. There was resistance inside the lumen. The device deployed correctly despite the incident. The broken part of the catheter was removed.